Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal (lot # ds0093, concentration 500 mcg/ml, dose 185 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the tip of the patient's catheter had been confirmed to have broken off. It was found via x-ray two weeks prior to (B)(6) 2016 and the radiopaque tip was in the patient's lumbar spine which was different than where it had been. The patient had a fall 6 to 9 months prior, but they were not sure if that was what had caused the tip to break off. The issue was diagnosed via catheter access port (cap) aspiration. It was found that the catheter was still patent; the cap was accessed successfully. In regards to patient symptoms, the patient was noted to have more spasticity but this was not indicated to be acute and was described as being a gradual change. The event date was noted to be (B)(6) 2016. Further information received indicated the patient's spasticity was stable and the patient declined catheter replacement. Other medications the patient was taking at the time of the event included baclofen as needed. The patient was allergic to levaquin. Additional information was received from a healthcare provider (hcp). The patient's concomitant medication included oral baclofen 10 mg, duloxetine 60 mg, keppra 500 mg, levothyroxine75 mcg, and pravastatin 20 mg.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal (lot # ds0093, concentration 500 mcg/ml, dose 185 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the tip of the patient's catheter had been confirmed to have broken off. It was found via x-ray two weeks prior to (B)(6) 2016 and the radiopaque tip was in the patient's lumbar spine which was different than where it had been. The patient had a fall 6 to 9 months prior, but they were not sure if that was what had caused the tip to break off. The issue was diagnosed via catheter access port (cap) aspiration. It was found that the catheter was still patent; the cap was accessed successfully. In regards to patient symptoms, the patient was noted to have more spasticity but this was not indicated to be acute and was described as being a gradual change. The event date was noted to be (B)(6) 2016. Further information received indicated the patient's spasticity was stable and the patient declined catheter replacement. Other medications the patient was taking at the time of the event included baclofen as needed. The patient was allergic to levaquin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.